Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 37972un21. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any issues associated with lot 37972un21 and the complaint issue. The issue appears to be sample specific for certain patient samples caused by pre-analytic issues. As part of troubleshooting the issue was retested on multiple analyzers and acceptable results were generated. The lot review also suggests the product is performing acceptably and performing as expected. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of creatinine (ln 07p99-20) lot 37972un21 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated creatinine result on one patient generated on the alinity c processing module. The results provided were: on (B)(6) 2021 sid (B)(6) initial = 375.6umol/l (normal range for female 50-98umoll) / retested = 64umol/l / the sample was then tested on all 3 analyzers with results 66, 67, 71umol/l. There was no reported impact to patient management.